Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a concerto coil that failed to detach. The procedure was a renal embolization partial nephrectomy. Patient vessel tortuosity was normal. It was reported that the coil was delivered to the aneurysm. Multiple detachment attempts were made with the instant detacher without success. The surgeon also attempted manual detachment once without success. The coil was removed, discarded, and replaced with another concerto coil. The procedure was then able to be completed without further issue. There was no harm or injury to the patient.